Event description:
(B)(4). Coils were implanted had severe pain as soon as meds from surgery wore it off . Pain all the time sharp stabbing pain,weight gain ,bloating in abdomen ,dizzy feeling ,brain fogs where I would forget things . I was not able to get out of bed because of pain and low energy. Intercourse was so painful was not able to have it .